Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. Allergic reactions are usually associated with replacement procedures that include blood components but sensitivity to disposable tubing sterilized with ethylene oxide can also be associated with allergic reactions. Root cause: a definitive root cause for the patient's reaction could not be determined. Based on customer's statements about the allergic reaction and the literature review, possible causes for the patient's reaction include but are not limited to an allergy to replacement solution and/or patient sensitivity to eto.

Event description:
The customer reported that approximately 72 minutes into a spectra optia exchange procedure, the patient developed flushing face red in color and complained of burning sensation in his eyes. Per physician's order, 25 mg of antihistamine via IV was given to the patient and the procedure was continued. The patient is reported in stable condition. Patient identifier, age, and weight are not available at this time. The spectra optia exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the customer did not response to multiple attempts to obtain information for the investigation such as complainant¿s occupation and part return forinvestigation.

Event description:
The customer declined to provide patient identifier, age, and weight.